Event description:
Hologic field service engineer (fse) reported one discrepant sars-cov-2 tma run on panther plus instrument sn (B)(4). The sample in question was retested on another platform where it resulted negative. The information provided by the customer was insufficient to characterize the sample as a confirmed false result. The lab sent the initial positive result to the physician, and no adverse/associated events were reported.

Manufacturer narrative:
Hologic technical support (ts) found no pipetting errors in logs. Customer informed ts of their sample preparation process. Hologic molecular applications specialist (mas) confirmed that the issue was due to the limit of detection as there was no sign of contamination in the first run nor any signs of inhibition in the second and third runs. No further issues were reported. Hologic and FDA met on (B)(6) 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (B)(4) aptima sars-cov-2 (B)(4) and aptima sars-cov-2/flu (B)(4). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from (B)(6) 2020 to present.